Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels (>600 mg/dl), chronic obstructive pulmonary disease, neuropathy, and cellulitis. Customer was treated with antibiotics, and lantus and humalog injections. Customer was released from the hospital on (B)(6), 2015.